Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) male patient of unknown age, born in (B)(6). Medical history was not provided. The patient had no concomitant medications. The patient received human insulin (humulin, humapen luxura) subcutaneously, unknown dose and frequency, for the treatment of diabetes mellitus, beginning on an unknown date in 1998. On unspecified date while on human insulin treatment, time to onset unknown, the patient was hospitalized for high blood glucose and unspecified diabetic complication, later clarified as diabetic neuropathy. Details were unknown, blood glucose values and glycosylated hemoglobin value at time of hospitalization were not remembered by patient. It was stated, treatment consisted of injecting insulin (unspecified insulin). It was reported that after human insulin had been used for a long time, there was no effect. In 2010, the patient went to outpatient clinic and physician switched the patient to insulin lispro protamine suspension (B)(6)/insulin lispro (B)(6) (humalog 75/25). Event outcomes were not improved. It was unknown if the patient was a trained user of the device. The general device duration of use was from 1998 to 2010. The problem device duration of use was not provided. The device was not returned. The reporting consumer did not relate the events to human insulin but instead to his underlying disease. Additional case(s) for same patient: cn-eli_lilly_and_company-(B)(4). Update (B)(6) 2015: additional information was received by the initial consumer reporter on (B)(6) 2014. Upgraded the case from non-serious to serious, added serious events of high blood glucose and diabetic complication. Updated suspect drug from humulin r to humulin as specification was not remembered by the initial reporting consumer. Added suspect humapen luxura reusable device. Updated the narrative with the new information. Update (B)(6) 2015: product complaint information received (B)(6) 2014: product complaint number (B)(4) processed into case. Update (B)(6) 2015: additional information received (B)(6) 2015 from initial consumer reporter. Updated serious event of diabetic complication to diabetic neuropathy and readdressed causality and listedness. Updated narrative as necessary. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2015. No further follow up is planned. Evaluation summary a patient reported that the injection screw of his humapen luxura could not be pushed out. He experienced high blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. There is no evidence of improper use or storage.